Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported the patient received his scs system on (B)(6) 2016, after which he developed belly pain while in recovery. As a result, the patient was taken back into surgery and the physician evacuated a hematoma from the scs lead site. It was also reported during the evacuation procedure, the lead was removed from the epidural space and then placed back. Afterwards, the patient was taken to recovery and reported effective stimulation. Additionally, it was reported the patient remained in the hospital overnight. The belly pain resolved on (B)(6) 2016.